Event description:
It was reported there are scratches on the display of the blood glucose meter, and it can be difficult to read the results. The protective coating is falling off, the buttons need to be pressed down very hard to respond, and the meter did not correctly prompt to set date/time. The meter was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The customer's allegation of defective buttons and time/date problems was not observed during the investigation of the returned product. The customer's allegation of scratches on the surface of the display and the protective coating falling off was observed during the investigation of the returned product. This case is set to verified.